Manufacturer narrative:
Device is a combination product. Patient identifier - (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch (B)(4).

Event description:
(B)(4). It was reported that during a coronary stenting treatment procedure, stent jailing occurred. The target lesion being treated was located in the mid left anterior descending (lad). The lesion was 80% stenosed, 3.4mm in diameter and 20mm long. The lesion was treated with direct stent placement of a 3.0x24mm taxus liberte stent. Post dilation was performed. Residual stenosis was 0%. However, this led to the jailing of the ostium of the large diagonal branch which was treated with balloon angioplasty using a 2.5x12mm non-bsc stent. Residual stenosis was 30%. The patient was discharged 1 day later on aspirin and prasugrel.